Event description:
Although the device is not intended for use in sapheneous vein bypass grafts, a 3.0 dimater x 16mm length medtronic ave gfx2 stent was inserted into a vein graft to the right coronary artery. There was no pre-dilatation of the lesion. Upon inflation of delivery balloon the distal end of the stent inflated, but the proximal end inflated just enough to flare the proximal edges of the stent. The stent was retrieved out of the lesion and vein graft, but upon pulling the stent into the guide catheter the stent flared more. The stent delivery system was then pulled back to the sheath, but wire position was lost and the stent dislodged completely from the stent delivery system. The stent remains within the pt's arterial vasculature. The physician did not follow the instructions for use when he did not pre-dilate the lesion and when he pulled the undeployed stent into the guide catheter. There was no additional clinical sequalae reported relative to the event and no further info is available from the user facility.